Event description:
Add'l info rec'd from MFR 2/15/2005: genzyme's case did not contain a lot number from the initial caller. Upon receipt of voluntary medwatch report mw1034253, a review of the genzyme safety database revealed the info contained within the narrative section is parallel to the info in genzyme's case assigned MFR's control number synv-14324, which had been previously submitted to cdrh on 22 october 2004 with MDR reference number 2246315-2004-00094.

Event description:
Around 5:00 p.m. Pt received the last of three sets of synvisc injections in both of their knees, at dr.'s office. Pt initially was seeing the doctor for problems in right knee. By 9:00 pm that night left knee started to swell and by 1:15 am left knee was severely swollen to the point where the pain was excruciating. Pt went to hospital's emergency room. The attending doctor examined left knee, x-rays were taken - the x-rays came back negative for any broken bones or torn ligaments. He then drained knee to reduce the swelling and relieve the pain. He then sent the fluid to the lab. Dr. Later informed pt that the fluid came back positive for infection - having a 55,000 white blood cell count. He then immediately called dr. And arranged for pt to be prepped for operation that morning. Pt was brought into surgery around 9:45 am and underwent a surgical procedure arthroscopic surgery to remedy the problem created by the synvisc injection. After the surgery, pt was placed on a vancomycin drip via IV. The next day, dr ordered a PICC catheter be placed in left arm. This was in anticipation for IV treatment either in the hospital or at home. The nurse came in that afternoon and surgically inserted the PICC catheter in pt's left arm. Two days later dr. Stated there was no doubt that pt's knee had a reaction to the synvisc, but the cultures, which they tried to grow from the fluid taken from knee in the emergency room, did not show any infection. Out of precaution, dr. Still wanted pt to receive the vancomycin drip for three -3- additional weeks. Around a week into home health treatment pt started having severe headaches, cramping in stomach and pains in kidneys. Dr took pt off the vancomycin and prescribed keflex for three more weeks. Sixteen -16- days after this incident occurred, the cultures from the fluid taken from pt's left knee in the emergency room still have not grown any infections.